Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that insulin was squirting out during the manual prime process. The mother reported insulin continued to drip after the motor stops during the manual process and after the act button was released. The mother discovered the issue when attempting to resolve air bubbles from the reservoir. The insulin pump reservoir will not be returned for analysis.